Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. It was reported that the patient's left hip was revised. On 2-week follow-up x-ray, stem subsidence was noted. The patient did not originally present with pain, but did confirm a little pain when asked. Intra-operatively, a femoral periprosthetic fracture was noted. Rep confirmed there was no intra-operative fracture during the primary procedure. The patient's accolade ii stem and biolox ceramic head were revised to a restoration modular stem construct and another ceramic head. Rep provided the primary and revision usage sheets, and confirmed that no further information will be available.

Manufacturer narrative:
Reported event: it was reported ¿this pi is for the robot used in the primary procedure. It was reported that the patient's left hip was revised. On 2-week follow-up x-ray, stem subsidence was noted. The patient did not originally present with pain, but did confirm a little pain when asked. Intra-operatively, a femoral periprosthetic fracture was noted. Rep confirmed there was no intra-operative fracture during the primary procedure. The patient's accolade ii stem and biolox ceramic head were revised to a restoration modular stem construct and another ceramic head. Rep provided the primary and revision usage sheets, and confirmed that no further information will be released by the hospital or surgeon.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review: review of the device history reco:rds associated with rob281 indicate that on 15/05/2014 all quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports no similar complaints for tha software - other. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
This pi is for the robot used in the primary procedure. It was reported that the patient's left hip was revised. On 2-week follow-up x-ray, stem subsidence was noted. The patient did not originally present with pain, but did confirm a little pain when asked. Intra-operatively, a femoral periprosthetic fracture was noted. Rep confirmed there was no intra-operative fracture during the primary procedure. The patient's accolade ii stem and biolox ceramic head were revised to a restoration modular stem construct and another ceramic head. Rep provided the primary and revision usage sheets, and confirmed that no further information will be available.